Event description:
During suctioning process, oxygen cannister imploded upon itself. This occurred in an "overflow" unit that has been opened to accomodate a high census. Review by engineering staff: cannister had not been used since being installed in a previously un-opened unit. Likely the cannister was cracked or otherwise exposed to sun or other elements. There was no patient, family or staff injury or adverse outcome.